Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we found one other complaint regarding the lot number on the same defect. The stock of catheter ab63184002 lot number 10149671 was checked but no catheter was available. Balloon bursting issue is known but according to the available information we cannot conclude on a specific root cause. Quality database was checked and revealed a corrective and preventive action was opened and monthly monitoring is occurring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded.

Event description:
According to the available information the nurse inserted a 3-way catheter ch/fr 18, and the balloon burst inside the patient (the patient reported a noise to the caregiver), without any movement or tension being applied. Current condition of the patient: this caused internal irritation with pain and yellowish secretions. The balloon was inflated with 40 ml (the packaging indicated a maximum of 50 ml). A new catheter was inserted. The same incident occurred again on january 22: the catheter was found in the bed with a torn balloon. Actions taken in the healthcare facility to treat the patient: catheter changed.

Event description:
According to the available information the nurse inserted a 3-way catheter ch/fr 18, and the balloon burst inside the patient (the patient reported a noise to the caregiver), without any movement or tension being applied. Current condition of the patient: this caused internal irritation with pain and yellowish secretions. The balloon was inflated with 40 ml (the packaging indicated a maximum of 50 ml). A new catheter was inserted. The same incident occurred again on january 22: the catheter was found in the bed with a torn balloon. Actions taken in the healthcare facility to treat the patient: catheter changed.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.